Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis and no physical damage was identified during the physical inspection. Event log history was performed and indicated that force sensor bridge test error was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was not confirmed. Replaced force sensor and plunger cable as preventive measure. Performed infusion and occlusion test. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a failed the force sensor test was experienced.